Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons became unresponsive when the customer attempted to bolus. Customer's blood glucose was 220 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer reported the insulin pump was exposed to humidity and possibly sweat. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. No keypad anomaly could be verified due to the blank display. The insulin pump also had corroded keypad traces and motor. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.